Event description:
It was reported that the patient with this right atrial (ra) lead had a swollen pocket with puss and fluid due to infection. Reportedly, the patient hit the device pocket against the edge of a dresser which resulted to tearing a small hole in the skin. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.